Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2005: the patient was pre-operatively diagnosed with degenerative disc disease with subarticular stenosis l4-5 and l5-s1 and underwent the following procedures: right l4-5 laminotomy, foraminotomy, and discectomy. Left l4-5 laminotomy, foraminotomy, and diskectomy. Right l5-s1 laminotomy, foraminotomy, and discectomy. Left l5-s1 laminotomy, foraminotomy, and diskectomy. Interbody fusion l4-5. Interbody fusion l5-s1. Placement of prosthetic device l4-5. Placement of prosthetic device l5-s1. Segmental instrumentation. Posterolateral fusion l4-5. Posterolateral fusion l5-s1. As per op-notes, ¿ a cottonoid was placed through this to protect the dura, and a laminotomy of the defect was performed first on the left and then on the right taking the decompression out to the medial border of the pedicle completely decompressing sub articularly as well as centrally. Following this, once the nerve roots were completely decompressed bilaterally on the right side, the discectomy was performed protecting the dura and this was placed in the transforaminal position after a subarticular transforaminal decompression has been performed. Using curettes, the entire disc space at l4-5 was removed of all disc material. Following this, a prosthetic implant was filled with rhbmp-2/acs for fusion, as well as rhbmp-2/acs being placed in the disc space for fusion. This was impacted with excellent purchase.¿ patient tolerated the procedure well without any intraoperative complications.